Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, before a cori assisted tka surgery, it was noticed that one (1) real intelligence cori showed "drill not calibrated" errors. Other errors such as incorrect alignment of cut blocks and checkpoint movement error were displayed. Trialed new surgeon profiles as well as offloading old software and uploading new software to clear any possible glitch, however, still "not calibrated" error continued to display. The procedure was performed, after a non-significant delay, using the same device after rebooting. No further complications were reported.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The console has two adhesive stickers on the front panel. A white sticker that states "clinical engineering" and has a bar code. The other sticker is green that states "evaluation completed this device has passed inspection and must be re-inspected after any repair". In addition, there is a transparent piece of tape over the right usb port. The reported problem was confirmed with a functional evaluation. The complaint console was connected to a test monitor, foot pedal, and camera. A kpc test was performed and failed 2/5 test sections (set max & max stop) twice. The test drill was then connected to a different test console and a second kpc test was performed and the test drill past all five test sections. A tka case was set up and during the femur free collection there was a delay of the 3d image of the bone getting highlighted. During the tibia free collection, the 3d image of the tibia would not highlight while the probe was over the test tibia. A second attempt was made to highlight the tibia and that attempt was successful. The trackers on all test equipment were functioning and recognized by the test camera. The second stage of check points of the femur/tibia were misaligned from where they were originally taken. There were no errors during the femur bone removal stage. Screenshots and system log files are required to complete a thorough investigation. As the xsession logs for the reported complaint¿s date of occurrence were not provided. The software support team reviewed the system log files and screenshots that were available, which were from different dates associated with the same console. Because the analyzed logs did not correspond to the actual incident date, the reported problem could not be confirmed. During the review of these unrelated cases, several calibration errors were identified. These errors were attributed to factors such as an incompletely inserted bur, improper handpiece installation, potential internal drill malfunction, or instability of the handpiece/pointprobe during the calibration process. In all cases, the logs indicated that the user dismissed the calibration error dialog box. A complaint history review was performed by part number and no similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a functional evaluation, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to issues during calibration and with the checkpoint collection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.